Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Deformation problem; related to operational context (resistance was encountered during delivery). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Operational context (resistance was encountered during delivery). (B)(4).

Event description:
The physician attempted to deploy a resolute integrity 2.75 x 18 mm rx drug eluting stent. Resistance was encountered positioning the stent at the target lesion. The device was removed and stent struts were observed to be damaged. No patient injury was reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first distal and first proximal stent segments were raised and deformed.